Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed hc return instrument test/evaluation (rite) electrical test due to failed ground bond verification and failed rite functional test. The assignable cause for the rite failure of ground bond failure was determined to be caused by a loose door post set screw. Baxter will continue to monitor similar reports to determine if further actions are required.